Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device not deploying correctly was not confirmed as analysis of the device indicated the needles were deployed, but for an unknown reason the needles were backed down and the device was removed from the anatomy without retrieving the sutures. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other prostar xl devices were filed under separate medwatch manufacturer reports.

Event description:
It was reported that after an unspecified procedure in the operating room, arteriotomy closure of an unspecified vessel was attempted using three prostar xl devices. Reportedly, each of the three prostar xl devices did not deploy correctly. It was not specified how hemostasis was achieved. It was not specified if the operator was trained in the use of the prostar xl device. No additional information was provided.